Manufacturer narrative:
The gas delivery system assembly was tested and no failures were identified.

Event description:
The customer reported an o2 device failed occurrence. No patient involvement reported.